Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿unable to disassemble optimis impaction handle. Instrument tagged as damaged to be returned to warehouse. Consignment stock¿. The product returned to medtech orthopaedics for evaluation. It is worth mentioning, that the standard adaptor and assembly frame handle of the returned device exhibits a different lot number. Visual analysis revealed that the standard adaptor subcomponent of the returned angled acet insertr was not able to be disassembled. Additionally, the device exhibits an overall moderate worn appearance, consistent with normal and constant usage. No defects that could have contributed to the reported event were observed. This observed condition can be attributed to a misalignment during the assembly of the adaptor component. It could also be linked to repeated sterilization cycles, which may have caused damage to the internal spring, thereby compromising the functionality of the adaptor. However, a definitive root cause for this condition cannot be determined. A functional test was performed, and the reported condition was replicated. The test revealed that the mating components did not disengage as intended, indicating a malfunction in the mechanism. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Unable to disassemble optimis impaction handle.

Event description:
A. Was instability related to polyethylene wear? This incident was related to a damaged instrument. Nothing to do with an implant, implant positioning, implant sizing, instability or poly wear. B. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability. This instrument is related to the hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.